Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: hematoma / hemorrhage 9/25 1. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. A. Age: 50, b. Gender: female, c. Weight: 152lbs, d. Bmi: 26.9, 2. The diagnosis and indication for the index surgical procedure? A. Intertrigo candidiasis, 3. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? A. Open, 4. On what tissue/layer was the suture used? A. Fascia, fat, skin, 5. What was the tissue condition (normal, thin, calcified, fragile, diseased)? A. Normal, 6. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? A. Yes , 7. Were two reverse stitches performed across the incision prior to closure? A. Yes, 8. When did the skin necrosis occur? Number of days post-op? A. No, 9. Why does the surgeon believe the stratafix symmetric caused or contributed to the post-op skin necrosis? A. Surgeon does not know if stratafix contributed to complications, 10. Did the wound dehis? If yes, what layer dehisced? A. No, 11. Please describe any medical/surgical intervention required for this suture event including dates and results. A. Transfusion post op day 1 ¿ rapid response hypertension transferred to step down, 12. Please describe the appearance of the suture during the second procedure. A. N/a, 13. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? A. No, 14. Other relevant patient history/concomitant medications? A. Bypass malnutrition, extra skin, over exerted movement, 15. What is the physician¿s opinion as to the etiology of or contributing factors to this event? A. N/a, 16. What is the patient's current status? A. Patient has recovered, 17. Lot number? A. 18. Are there any photos available? A. No.

Event description:
It was reported that a patient underwent a panniculectomy procedure on (B)(6) 2026 due to intertrigo candidiasis and barbed suture was used on the fascia. Post-op, the patient experienced a hematoma/hemorrhage. The patient was given a blood transfusion on post op day 1 and developed rapid response hypertension and was transferred to step down. The patient has recovered. Additional information was requested.